Event description:
It was reported that during a laparoscopic cholecystoctomy surgeon was using the endopouch prof46. It was reported specimen bag broke. The procedure was completed with no pt consequences reported.